Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that at the time of manual release of the coil, the black indicator/mark of the input was cut/broken and the thread of the coil was not visible/did not appear to disassemble it. The coil remained inside the catheter without difficulty in removing the coil but the medical team no longer had a way to position or deploy it. It was decided to remove the entire wire. The device had been inspected with no issues noted. A break was reported. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a distal artery. The degree of tortuosity was little. There was no degree of calcification and no stenosis. Artery diameter was 3-4mm. There were no abnormalities reported in relation to anatomy. No medical or surgical intervention was needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no injury as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the coil was removed and another one was used to complete the procedure. The black entry marker/indicator refers to the detachment point/where the hypotube usually breaks for manual detachment. Detachment attempts were made using the manual method. No damage was observed to the pusher. The coil was completed removed from the patient. Besides the fracture, there was no other issue with the coil. No issues with the catheter.